Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed when the issue happened. The procedure was completed by using another system. A philips field service engineer (fse) examined the system on-site and identified that wired footswitch did not work. After reviewing the log file, fse found that there is an issue with the internal microswitch. To resolve the issue wired footswitch was dispatched through a nemo (no engineer material only). After replacement of wired footswitch, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to use exposure and fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.